Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported event occurred due to wear, improper handling (such as impact from a fall), and/or thermo-mechanically induced damage. It is unclear, whether the insulation insert had any previous damage or if it was worn form reprocessing. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset inner sheath, long, for wa22018a and wa22019a, to the olympus service center. Upon inspection and testing of the returned device, it was observed that, the device had a broken isolation beak. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. No additional findings were noted, other than the reportable malfunction mentioned. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.